Event description:
It was reported to target that after the device was properly prepared, during prepared, during manual injection of contrast media, resistance was felt after extra pressure. The catheter ruptured at its distal end, without any consequences for the pt. Continuous flush was not used during the embolization of an "avm".